Event description:
Writer contacted one of the patient's peritoneal dialysis nurses on (B)(6) 2010. The nurse indicated the patient has been transplanted and is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via trial that approx 3 months post xience v stent implantation in the proximal circumflex, the pt experienced shortness of breath. Possible atelectasis in the left base was seen. On (B)(6)2010, the pt was hospitalized for syncope and chest pain. On (B)(6)2010, the pt complained of nausea and was medicated. The pt became confused, hypotensive and oxygen saturation decreased to 76% on room air. The pt was intubated and given a bolus of normal saline. Chest x-ray showed infiltrates in the right base, diagnosed as pneumonia. There were no EKG changes. The pt remained intubated. On (B)(4)2010, the pt was taken to surgery for placement of a tracheostomy. The procedure was completed and the pt was returned to the intensive care unit in stable, but critical condition. Sometime later that day, the pt expired from respiratory failure. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). A manufacturing batch record review was performed for a potentially involved lot. The review identified that all components were acceptable and released, in process audits, inspections, and test results were in limits and acceptable. All procedures for packing and shipping were per requirements with no incidents that would indicate damage or other events that might result in damage or cause this type of issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This complaint was opened to address the separation on transfer set side. A customer contacted baxter's technical service center to report a system error (se) 2240 (air in line) alarm on the home choice (hc) device during the initial drain .the homepatient (hp) stated she awoke to the hc alarming se 2240 and noticed she was all wet. The hp was not connected to the hc cycler at the time of the alarm. The patient line had disconnected from the transfer set. The hp stated she did not know how the line became disconnected as she was asleep. Hp stated she closed her transfer set and did not reconnect. The technical service representative (tsr) explained to the hp that the se 2240 alarm indicated a large amount of unsterile air had entered the setup. The tsr had the hp recycle power and the se 2367alarm displayed. The tsr reviewed the proper procedures per the user manual with the hp explained to that the se 2367 alarm had ended the therapy. The tsr advised the hp would need to start over with new supplies and they needed to contact the peritoneal dialysis (pd) nurse (rn) regarding the patient line disconnecting and the se 2240 alarm. On (B) (6) 2010, product surveillance received a call-back from the nurse regarding the 2240 alarm. The nurse stated that she was aware of the event. The nurse also stated that she was not able to determine the cause of the alarm. The patient was being treated for bacterial peritonitis with aricef via intraperitoneal (ip) for 14 days, but the patient was not hospitalized for the peritonitis. The treatment was started on (B) (6) 2010. The nurse believes that it could have been a direct result of the disconnection. The nurse could not determine how the hp disconnected. The nurse did verify that the hp is continuing with peritoneal dialysis (pd) therapy and has recovered from the peritonitis. The sample was not available as the caller discarded the sample. The following additional information was received from global pharmacovigilance on 19 apr 2010: on (B) (6) 2010, the patient disconnected from the cycler while sleeping. The patient went to the emergency room and was treated with vancomycin, fortaz and ancef but was not admitted to the hospital. A peritoneal effluent culture was performed on the same date and was positive for staphylococcus coagulase negative. When the culture results were reported, the patient discontinued the vancomycin and fortaz, but continued with the ancef. It was indicated that dianeal therapy continued. Per the reporter, the causality of the events was not related to dianeal. The patient was considered recovered on an unknown date in 2010.

Manufacturer narrative:
(B) (4). The sample was not available.